Event description:
It was reported that when the physician used cautery to open the pocket for a device upgrade procedure, the pulse generator switched to what appeared to be voo mode at 17 beats per minute. The pulse generator was explanted, after which interrogation found it to be in backup vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the pulse generator in backup operation as received. Electrocautery was reported. The use of electrocautery is cautioned against in the user manual.